Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found that the device was tested on an one-wire fixture system with external power supply. The device history logs were pulled and the logs displayed acceptable results. The screen rotated through the expected range. The device was then powered on by using the returned battery. The power button was pressed and the device was not able to start up properly after the start-up time was exceeded. The device was then powered off and on again. The device started up properly and the battery icon status was visible. This event was caused by a passivated battery. Turning the device off and on again will restore normal functionality. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the video laryngoscope had no display. There was no patient involvement.